Event description:
Healthcare professional reported "right side deflation." Device explanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, delamination of the valve, yellow particles inner the device and opening on posterior. Leak test and microscopic analysis was performed which identified: delamination (approx. 85%) crease smooth opening on posterior and sharp broken on fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening a delamination total of the valve (adhesive failure) a sharp pattern on fill channel of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "right side deflation." Device explanted. Right side.